Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Manufacturer narrative:
Add'l devices implanted and involved in this event: pla280300j/14539107, pla280300j/14587597, pla320400j/14001868, pla260300j/14326253, pla320400j/14315781. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using gore® excluder® aaa endoprosthesis featuring c3® delivery system to repair an abdominal aortic aneurysm. The patient's proximal neck was angulated; however the amount of the angulation is unknown. During deployment of the proximal end of the trunk-ipsilateral leg component, the whole device moved distally, and almost fell into the aneurysm sac. Attempts to reposition the device using the constraining system did not succeed, so the physician deployed the ipsilateral leg, and then tried to extend the proximal neck using aortic extender components. On the same day, two aortic extender components were implanted to extend the proximal neck. It was reported during touch-up ballooning of the devices that both devices moved distally. However, the devices reportedly did not fall into the aneurysm sac. The physician reportedly than continued with the procedure and implanted both contralateral leg components. As an angiography revealed that the two aortic extender components were separated, the physician implanted another aortic extender component to bridge the two previously implanted aortic extender components. The aortic extender component was implanted the most proximally, below the left renal artery, for further extension of the proximal neck. During another touch-up ballooning, it was reported that the proximal neck again migrated distally, and it was observed that the overlap of the two aortic extender components was short; therefore another aortic extender component was implanted to reline the devices. Final angiography revealed a type iii endoleak from overlaps at the proximal neck (unknown which overlap). As no aortic cuff was available for use, and four hours had already passed by the time of the final angiography, the physician elected to conclude the procedure and re-intervene on a later date. The patient tolerated the procedure. On (B)(6) 2016, an additional procedure was performed to repair the type iii endoleak whereas the aortic extender component was relined within the proximal neck. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.